Manufacturer narrative:
Evaluation for this event is still in progress. A follow-up report will be filed as appropriate once evaluation is complete or if additional information is obtained that was not available for the initial report.

Event description:
On (B)(6) 2018, medcad quality manager was notified by the distributor compliance specialist that the patient displayed a dental midline that was off by 2 millimeters 6-8 weeks after completion of the surgery. Per the field experience report received from the distributor, the surgery was deemed successful on (B)(6) 2018. However, when the patient came back in for his post-operative follow up with the surgeon, approximately 6-8 weeks later, it was reported that the patient's dental midline was off by 2 millimeters.

Manufacturer narrative:
Device was used for treatment and not for diagnosis. A review of the device history record (DHR) for this lot number was performed. Review of the DHR concluded that the final splint device was manufactured within conformance of medcad's production requirements. The patient-specific device was manufactured in accordance with design files that were reviewed by the prescribing surgeon. It was reported by the distributor on september 11, 2018, that the operating surgeon did not catch a mistake within the design plan prior to surgery. It was reported by the distributor on september 11, 2018, that the surgery was deemed successful on (B)(6) 2018, the date of surgery. It was reported by the distributor on september 11, 2018, that upon post-operative examination, 6 - 8 weeks following the surgery, the dental midline of the patient was found to be off by approximately 2mm, and that, at the patient's request, a follow-up surgery would be performed.